Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead mentioned that one of the leads does not work. Patient is planning to leave it alone as long as patient is not having any pain in the chest. To date, the lead remains in service. No adverse patient effects were reported.